Event description:
Customer reported a malfunction on their pump, specifically concerning malfunction code 16. There was no adverse impact on the customer's blood glucose level. Technical support took action by planning to replace the pump as part of a field correction, as the customer's pump was included in the program. Support completed the necessary online forms for the customer and advised them on storage mode instructions and programming settings for the replacement pump. Customer reverted to an alternative method of insulin therapy.